Event description:
On (B)(6) 2009, the pt was implanted with a gore tag thoracic endoprosthesis to treat a distal type I endoleak from a previously implanted hand made stent graft. It was reported that a second gore tag thoracic endoprosthesis was implanted proximal to the stent graft as well. The pt tolerated the procedure. On (B)(6) 2009, a computed tomography revealed a type ii endoleak. The aneurysm measured 71mm. On (B)(6) 2010, a computer tomography revealed a persistent type ii endoleak. The aneurysm measured 73mm. On (B)(6) 2011, a computed tomography still revealed the persistent type ii endoleak. Aneurysm growth was noted. The aneurysm measured 86mm. No intervention has been scheduled to treat the endoleak or growth.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use (IFU), users are made aware of the risks associated with the type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.